Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appeared to be undersensing in the bipolar sensing vector with intermittent non-capture at current pacing output. Therefore, the implantable cardioverter defibrillator (ICD) appears to possible falsely consider ventricular tachycardia (vt) episodes to be terminated due to the rv lead undersensing. It was also noted that a couple days prior the rv lead had high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.